Event description:
The pt reported that she activated the pod on (B)(6), at 11:42 pm and her blood glucose, carbohydrate intake and insulin bolus history is as follows: at 7:00, am she checked into the hospital. At 11:30 am, her bg was 361 mg/dl and a 4.8 unit bolus was delivered at 11:32 am. The pod was deactivated at 3:14 pm and the cannula was bent in half toward the base of the pod. She stated that the doctor wasn't able to determine if she was sick or "if it was because of the cannula." She was admitted for 24 hrs after a 7 hr stay in the emergency room. She was treated with an insulin drip, zofran, and saline.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or product defect that would have contributed to reported hyperglycemia was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."